Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator generated a device alert and the short self-test (sst) was not allowed. The unit displayed "cannot setup patient. Ventilator malfunction" and a graphical user interface (gui) timeout occurred. The device was available for evaluation. After visual and functional inspections the service personnel confirmed the reported condition, to investigate the issue service personnel cross checked the ventilator with pcba, xena ii but still the vent was not working then replaced the printed circuit board assembly (pcba) analog interface x1 and the ventilator was working fine. The service personnel found the cause of the reported condition related to the pcba analog interface x1. One analog interface pcb (ai pcb) was returned for further analysis: a visual inspection was carried out on the returned component; no anomalies were observed. The ai pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed post generating a vent inop condition and error code was recorded on the bd diagnostic led array. The fault was isolated to component reference designator u8. The likely cause of the issue was isolated to electronic component failure - u8 in analog interface pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator generated a device alert and the short self-test (sst) was not allowed. The unit displayed "cannot setup patient. Ventilator malfunction" and a graphical user interface (gui) timeout occurred. The ventilator was not in use on a patient at the time of the event.